Manufacturer narrative:
(B)(4). The technical service engineer replaced the graphic user interface central processing unit (gui cpu). The ventilator then passed all performed tests per manufacturer's specifications.

Event description:
It was reported that the ventilator was inoperative. There is no reported patient involvement.